Event description:
The pt reportedly experienced retention issues between the headpiece and internal device. External equipment was exchanged; however, this did not resolve the issue. The pt's internal magnet was replaced on (B) (6), 2009. The magnet was returned to advanced bionics for eval on (B) (6), 2009. Advanced bionics is in the process of gathering additional info. Once more info becomes available, a supplemental report will be submitted.